Manufacturer narrative:
(B)(6) 2015 01:15 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The manufacturer received the device in question for evaluation of a related complaint. The device in question was forwarded to a supplier for further investigation and repair. This supplier investigation showed that a "drift" of the flow-sensor was noticed. This was found when the zero-flow feature of the sensor is tested for one hour. If the measured values vary to far during this time, the 7% flow measurement accuracy is no longer guaranteed. It was confirmed that since the ceramic ball-bearings of the sensor are constantly caused to vibrate due to the electrical voltage, this can be attributed to an age-related ware. The actual difference between the actual flow and the displayed flow on the unit is not available. The ball-bearings were replaced. The device in question was checked and calibrated and successfully passed all tests.

Event description:
During the investigation of complaint (B)(4) a "drift" of the flow-sensor was noticed. (B)(4). MFR report # 8010762-2015-00679.